Event description:
Healthcare professional reported a right side "rupture and capsular contracture, baker grade unknown." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: extended opening, flat creases and a weight test of the explanted material was verified and the device was within specification. Microscopic analysis of the return device identified three striated openings (one extended and two curved) on posterior side assessed as surgical damage. Based on the device analysis the final assessment is three striated openings assessed as surgical damage. The event of capsular contracture, is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and, capsular contracture, baker grade unknown.